Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the monitor would not power on properly. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on the ca board. Root cause investigation is underway on devices exhibiting similar failure modes. No adverse events occurred as a result of the defective monitor.

Event description:
(B)(6) 2020 : resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor contacted zoll to report that a patient's monitor was not powering on properly